Event description:
It was reported that during a coronary angioplasty treatment procedure, shaft breakage occurred. The lesion was situated in the anterior descending (da) artery. A promus stent was successfully implanted distally. The promus element 32x2.5mm was then advanced to cover the middle third of the da. A lot of calcification was encountered. More force was applied to reach the lesion and the shaft broke 19cm from the catheter hub, outside the patient. The delivery system was easily removed and a non bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, shaft breakage occurred. The lesion was situated in the anterior descending (da) artery. A promus stent was successfully implanted distally. The promus element 32x2.5mm was then advanced to cover the middle third of the da. A lot of calcification was encountered. More force was applied to reach the lesion and the shaft broke 19cm from the catheter hub, outside the patient. The delivery system was easily removed and a non bsc stent was implanted to complete the procedure. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review,a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device identified a shaft hypotube break located 19cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guide wire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).